Event description:
Medtronic received a report that the pipeline was deployed twice but the distal end did not open. The device was not used off label and was prepared as indicated in the IFU. There were no symptoms or complications associated with the event. The angiographic result post procedure showed everything was fine. The patient was undergoing surgery for treatment of a ruptured aneurysm with a max diameter of 1mm and an unknown neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev f as found condition: th pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within two shipping boxes; within their respective opened outer cartons; within their respective opened inner pouches and within dispenser coils. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The micro catheter body was found kinked at ~61.2cm from the proximal end and ~3.2cm from the distal end. No damages or irregularities were found with the distal tip, or marker band. The pipeline flex w/ shield braid was found within the phenom-27 catheter hub. The micro catheter was cut to remove the braid. Both braid ends were found fully opened, damaged, and frayed. The hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal core wire was found separated between the resheathing pad and the dps sleeves. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found damaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6 and the usable length was measured to be ~151.5cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The separated distal wire was sent out for sem testing. Conclusion: the customer¿s report of ¿failure/incomplete open distal (flex)¿ could not be confirmed through device analysis. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents, or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported all devices were prepared per IFU and patient vessel tortuosity as moderate. From the damages found: micro catheter (kink), braid (damaged/frayed), hypotube (stretched), distal wire (separation), and tip coil (damaged), it is likely the device was retracted against high resistance or due to high force delivery. The sem results: ¿the wire failed via torsional overload¿. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. (B)(6) (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.